Event description:
It was reported the patient (australia) could feel her ipg move when she stood up and leaned forward. In addition, the patient reported pain in the ipg pocket. An x-ray was taken for further interrogation; however, no visual anomalies were found. The attending physician does not believe there are any issues with the patient's scs system as stimulation is working as intended. Follow-up on this matter found that the reported pain has resolved and the ipg is stationary. No invasive intervention was required.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.